Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: technical event:231032 and technical event:246005. The screen when blank and displayed " ventilation cancelled " at the top of the screen.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: technical event: 231032 and technical event: 246005. The screen when blank and displayed " ventilation cancelled " at the top of the screen.